Event description:
It was reported that bd bactec¿ mgit¿ 960 system false positives occurred in drawer c. The following information was provided by the initial reporter: the team is giving her false positives in drawer c.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system false positives occurred in drawer c. The following information was provided by the initial reporter: the team is giving her false positives in drawer c.

Manufacturer narrative:
H6: a complaint of "false positives in drawer c" was received against bactec mgit 960 instrument material number: 445870, serial number: mg0988. A bd field service engineer (fse) was dispatched. The fse was replaced the pcb board, thus the issue was resolved. Instrument was working without error and released to the customer for regular operation. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument mg0988, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.